Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify any similar incidents reported for gripper actuation issue from the reported lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, however lost control of the gripper line and it was noted that the grippers were not raising. The undeployed clip and device were removed from the anatomy. A new clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.